Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence and fluid loss. A surgical procedure was performed to remove and replace the balloon and pump. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for cuff is (B)(4).